Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl. Another blood glucose level was 70 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshoot for low blood glucose was done and based on customer report customer did allege insulin pump was over delivering. The insulin pump will be returned for analysis.